Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable root cause is unable to be determined. The device history record review of possible lot numbers 14063792, 14135720, 14136720, 14037604, 14135721, 14041797, 13999996 was performed and no discrepancies, anomalies or nonconformances during manufacturing process were identified.

Manufacturer narrative:
Possible lot#s and associated manufacture and expiration dates: lot#: 14063792 manufacture date: 01-jul-2024 expiration date: 01-jul-2029 lot#: 14135720 manufacture date: 10-sep-2024 expiration date: 01-sep-2029 lot#: 14136720 manufacture date: 13-sep-2024 expiration date: 01-sep-2029 lot#: 14037604 manufacture date: 05-jun-2024 expiration date: 01-jun-2029 lot#: 14135721 manufacture date: 08-sep-2024 expiration date: 01-sep-2029 lot#: 14041797 manufacture date: 01-jun-2029 expiration date: 13-jun-2024 lot#: 13999996 manufacture date: 02-may-2024 expiration date: 01-may-2029. The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a tego connector that reporter stated that there were leaks. There was patient involvement and delay in therapy, but no patient harm.